Event description:
The patient states the home health nurse went to flush the PICC and then it made a snap noise and it would not flush. That is when she noticed that it was no longer intact. X-ray shoulder same day had impression: radiographic findings compatible with the history of broken PICC. A PICC line catheter length of approximately 7.4 cm is identified in the soft tissues of the left upper arm. A catheter fragment is partially visualized in the left subclavian and axillary veins. The PICC line was removed successfully; pt tolerated procedure and was discharged home.